Manufacturer narrative:
B5: additional information received. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Clinical details noted that shortly after pump was repositioned under echo, purge pressure suddenly increased to greater than 1100mmhg and purge flow less than 1ml/h. Purge flow blocked alarms noted. Decision was made to replace pump with iabp. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.

Event description:
Additional information received from the complainant reported the pump was weaned and explanted before fears of critical failure. The patient survived after the explant.

Event description:
The complainant reported that a patient had a coughing spell, which caused the impella catheter to dive deep into the left ventricle (lv). Catheter was repositioned under echo guidance. Purge pressures increased to >1100 mmhg with flow <1 ml/hr. Purge cassette was changed, but the issue persisted. Physician decided to proceed with a procedure while maintaining impella support. Intra-aortic balloon pump (iabp) was placed for support through the weekend. Patient was on aggrastat and heparin drip; partial thromboplastin time (ptt) >180.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.